Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis, and was subsequently hospitalized. The cause was not provided. Blood glucose level not provided. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue.